Manufacturer narrative:
Product ID 7425, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 399960, lot # v236048, implanted: (B)(6) 2009, product type lead; product ID 399960, lot # v010747, implanted: (B)(6) 2009, product type lead; product ID 3987a, lot # n070047, product type lead. (B)(4).

Event description:
It was reported that there was a short in the right lead and the patient experienced migraines for two months. The patient had botox which helped temporarily. The exact date and lead was unknown. According to reporter the timeline was between late 2009 and (B)(6) 2012. No further information about this event was provided. For more information on this device please refer to manufacturer report # 3004209178-2012-09647.